Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files identified a driveline disconnect event, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file captured a driveline disconnect event on (B)(6) 2020 at 13:23:04, associated with a decrease in pump speed to 0 rpm and driveline disconnect, lvad off, and low flow alarms. No alarms were observed preceding the driveline disconnect event. The driveline was reconnected approximately 9 seconds later at 13:23:13, and the pump appeared to have ramped up to the set speed without issue. Outside of this driveline disconnect event, the pump appeared to have functioned as intended above the low speed limit. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), section 2 entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Heartmate 3 lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." The handbook also warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon review of the log files, technical services observed pump off events during driveline disconnection that happened on (B)(6) 2020. There were also 116 pi events that were occurring on (B)(6) 2020.